Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. The 2008t hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). The issue was observed while the res performed the installation of the unit; therefore, there was no patient involvement. The res shutdown the system upon noting the smoke, and then replaced the power supply to resolve the issue. Following the replacement of the power supply, the system was restored to full functionality. Functional testing performed by the res confirmed that the unit was operating properly. The unit remains in use at the user facility with no further occurrence of the issue as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. The investigation into the cause of the reported problem was able to confirm the failure mode. The res was able to visually observe smoke emanating from the power supply upon powering the unit on. Therefore, the complaint was confirmed.

Manufacturer narrative:
(B)(4). Plant investigation is in process. A supplemental MDR will be submitted at the completion of this activity.

Event description:
A fresenius regional equipment specialist (res) reported that the power supply of the 2008t hemodialysis machine started to smoke after the unit was powered on. The issue was observed while the res performed the installation of the unit; therefore, there was no patient involvement. The res shutdown the system upon noting the smoke, and then replaced the power supply to resolve the issue. Functional testing performed by the res confirmed that the unit was operating properly. The unit remains in use at the user facility with no further occurrence of the issue as reported.